Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced repeated infusion site failures due to bent cannulas on (B)(6) 2026, resulting in blood glucose levels rising to approximately 300 mg/dl. The patient reported symptoms of hyperglycemia and sleepiness. The patient replaced the infusion set. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.